Event description:
Information was received that a smiths medial convective warming device had a leakage current alarm during use. No patient injury resulted.

Manufacturer narrative:
Evaluation results: one level 1 equator blower was returned for investigation in used condition. Visual inspection revealed that the membrane switch display was missing pixels. The customer reported product problem was not replicated during testing. No alarm was observed. The unit passed the safety/electrical test. No fault was found with the device.